Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the issue occurred because a non-olympus brush was used. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited a piece of a non-olympus cleaning brush clogging the suction tube. There was no patient involvement.